Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 2 of 3. The technical service representative (tsr) assisted the home patient (hp). The hp did not see any obvious cause for the alarm; the supply bag was sucked dry. The hp will contact the nurse regarding the alarm. The issue was resolved over the phone and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. The patient received assistance over the phone and no patient injury was reported.